Event description:
During a laparoscopic cholecystectomy procedure, the clip did not form well and is not completely secure in the jaws. Another clips applier was used to complete the case with no pt consequence.